Manufacturer narrative:
On 8/13/2020, the bwi product analysis lab (pal) received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001325 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent atrial flutter (afl)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve dysfunction occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - small was leaking at the hemostatic valve. When the carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced, the issue resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The carto vizigo¿ 8.5f bi-directional guiding sheath - small has been determined to be the root cause of the complaint reported. The procedure was continued. There was no report of patient consequence. The event occurred while the device was used on the patient. The caller believed that the valve was broken. Unsure if it was separated. It did not break into separate pieces. No air entered the body. No percutaneous or surgical removal was required. Blood return was observed but hemodynamics was not compromised. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
It was reported that a patient underwent atrial flutter (afl)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve dysfunction occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - small was leaking at the hemostatic valve. When the carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced, the issue resolved. Device evaluation details: the device evaluation has been completed. A visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. The findings of the hemostatic valve dislodgement and the physical damage (stress marks) were reviewed and determined these continue to be considered MDR reportable and consistent with the customer¿s reported issue. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).